Event description:
Related manufacturer reference number: 2017865-2024-57001; related manufacturer reference number: 2017865-2024-57003. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was provided.

Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece. Visual inspection found no anomalies with the exception of damages ,consistent with procedural damage. Electrical testing found internal shorts between conductors due to procedural damage found on the lead.